Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf vr models approved under p980049. Analysis is pending.

Event description:
A device reset occurred on (B)(6) 2013 (day of implantation) for the subject device. In addition, issues were reportedly noticed in the patient files saved on (B)(6) 2013: r wave amplitude measurements performed before device implantation were saved in device memories; the battery voltage and/or the battery curve was not displayed; episodes that happened before device implantation were listed in the arrhythmia history.